Event description:
During an atrial fibrillation procedure using a non-abbott system, negative pressure was applied from the side port of the sheath and air was aspirated. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.